Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Insulin pump was received with broken reservoir tube lip and missing reservoir tube o-ring, however, the test reservoir fits properly in the reservoir compartment. Pump received with minor scratched lcd window.

Event description:
Customer reported that insulin pump reservoir area was damaged. Customer reported that the o-ring fell out and reservoir could not hold in place. Customer reported of going to the emergency room on (B)(6) 2016 with blood glucose of 1000 mg/dl. Customer was at the emergency room due to high blood glucose. Customer was treated with insulin drip, stabilized and released. Customer was off of insulin pump for 24 hours at the time of emergency room visit due to reservoir not staying in place. Customer was advised that insulin pump would need to be replaced.